Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss was observed. When the needle plunger was removed, only the white link was present on the needle. The device was removed over a guide wire and a second proglide was attempted but another needle-to-cuff miss was observed. The device was removed and manual arterial compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Mild calcification was reportedly present at the right common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other proglide device referenced was filed under a separate medwatch manufacturer report number.